Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 37 mg/dl. The customer has been experiencing low blood glucose for 2 days. After the troubleshooting was done, customer was advised to speak with health care provider concerning low blood glucose and settings. The customer was advised to monitor pump and blood glucose.